Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on 5apr2024 wherein the ipg was explanted to address the issue. The physician opted not to explant the leads.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lamitrode s-8 lead kit, 60cm length, model: 3286, UDI: (B)(4), serial: (B)(6), batch: 5867825.